Event description:
It was reported that atrial lead noise reversion was noted during a scheduled generator change. The noise was reproducible with isometrics. The physician opted to cap and replace the lead. The patient was reported as stable.